Event description:
It was reported that cadd- legacy pump experienced double beep, no cassette, and lens damage, during testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was intact upon receipt. Error codes were found in the ehl (event history log). The customer reported problem was duplicated during the investigation. Fluid ingression was found on the downstream sensor and the lens was damaged. Root cause of the reported event is customer induced fluid ingression. It is recommended that the downstream sensor and lens be replaced. A manufacturing device history record DHR review would not be useful on a device manufactured 20 years before. However, during a review of the service and repair history, no causes or potential causes of the customer's reported complaint were found., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.